Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead exhibited a disconnect at the -pin/insulation- site. The lead was capped and replaced.